Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Devices not received, log review only.

Event description:
The customer reported that between 12:00 and 21:00 a patient received too much argatroban in too short of a time-frame. Biomed believes it was supposed to be infused over 24 hours but instead was infused over the course of a few hours, however there are no details available for the intended programming or the actual length of time the infusion ran. There is no report of patient harm or medical intervention.

Manufacturer narrative:
The investigation conclusion was revised to correct the year of the event date. The customer¿s report of an overinfusion of argatroban was not confirmed. The pcu event log showed that at 11:04 am on (B)(6) 2015 the pump module was programmed for argatroban hit 1mg in 1ml at 2.2ml/hr and infused until 1:58 pm when the device was channeled off. The infusion was restored at 2:50 pm and the rate was changed to 1.1ml/hr. This infusion continued until 5:24 pm when the device was channeled off. At 7:41 pm, the device alarmed for flo stop open. At 7:42 pm the channel was programmed for norepi 16mg/250ml to infuse at 1.88ml/hr. The dose of this infusion was titrated up 10 times between 7:47 pm and 8:27 pm, which changed the rate 10 times. At 8:29 pm, the device was paused. At 8:30 pm, there was a channel disconnect and the device was removed. The user selected softkey 14 to confirm the disconnect pop-up. The system was shutdown and powered off shortly after. The volume recorded as being infused during this period for the argatroban and the norepi infusions was 15.885ml. The root cause of an overinfusion of argatroban was not identified. No product was received for this investigation. Since details for the intended programming were not provided, accuracy of the programming cannot be determined.

Manufacturer narrative:
The customer¿s report of an overinfusion of argatroban was not confirmed. The pcu event log showed that at 11:04 am on (B)(6) 2016 the pump module was programmed for argatroban hit 1mg in 1ml at 2.2ml/hr and infused until 1:58 pm when the device was channeled off. The infusion was restored at 2:50 pm and the rate was changed to 1.1ml/hr. This infusion continued until 5:24 pm when the device was channeled off. At 7:41 pm, the device alarmed for flo stop open. At 7:42 pm the channel was programmed for norepi 16mg/250ml to infuse at 1.88ml/hr. The dose of this infusion was titrated up 10 times between 7:47 pm and 8:27 pm, which changed the rate 10 times. At 8:29 pm, the device was paused. At 8:30 pm, there was a channel disconnect and the device was removed. The user selected softkey 14 to confirm the disconnect pop-up. The system was shutdown and powered off shortly after. The volume recorded as being infused during this period for the argatroban and the norepi infusions was 15.885ml. The root cause of an overinfusion of argatroban was not identified. No product was received for this investigation. Since details for the intended programming were not provided, accuracy of the programming cannot be determined.